Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. The patient reported not getting any vibration feelings from it at all. It was stated that the patient was recently implanted and reset/changed the numbers but only felt the stimulation sensation briefly before losing the sensation again. The patient reported still peeing as much or even more than they were before. The patient notified their manufacturer representative (rep) on (B)(6) 2016 and their rep told them to set it on where it was when the patient first started feeling it, just leave it there, and do not touch it for the next couple of weeks, but the patient was urinating more than ever. It was reported that the patient was not feeling stimulation and the therapy was confirmed to be off. The patient confirmed feeling the stimulation sensation again after the therapy was turned on. The patient had been accidently pressing the stimulation off button after making changes and adjustments to their settings and stated that they had been doing this the whole time. The patient misunderstood the directions in the patient programmer¿s instructions. Additional information was received on (B)(6) 2017 from the patient. It was reported that the patient has had their implantable neurostimulator (ins) on for a while now but they are still not having control of their symptoms due to the lack of therapeutic effect. The patient stated that they can feel stimulation right after they increase it, but then it goes away. The patient had increased the amplitude recently and was using program 4 at 6.2 volts at the time of the report. The program was changed to program 1 at 3.8 volts and the patient stated that they would keep a symptom log. The patient reported having an appointment with their rep on (B)(6) 2017. Additional information was received from a manufacturer representative on (B)(6) 2017 that reported that the patient had an appointment with a manufacturer representative on (B)(6) 2017 to troubleshoot, but the patient did not show up for the appointment. It was noted the appointment was for reprogramming and that the manufacturer representative now knows that the patient had a follow-up appointment scheduled for (B)(6) 2017 for reprogramming. The cause of the patient having no control of their symptoms was unclear at this time; the manufacturer representative reported they would have a better idea after the appointment on (B)(6) 2017. Additional information received from the family member on (B)(6) 2019 reported that the patient had a revision today. The patient told the family member that when they first received the implant, it only worked for the first few days and then stopped working (loss of therapy). It was noted that the patient did make adjustments and did not have any reprogramming sessions at the healthcare professional¿s (hcp) office. The hcp decide to revise/replace the device however, the family member did not know what was actually performed today. There were no further complications reported or anticipated.